Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and found an air leakage from the air gas module. The nozzle unit in the air gas module was found to be the cause of this leakage. The nozzle unit was replaced, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit was not returned for investigation. Provided ventilator logs were reviewed. On the reported event date, no pre-use check was performed. However, four days prior the ventilator failed the internal leakage test. The reported event is therefore confirmed. Since the nozzle unit was not returned for investigation, the root cause of the reported air leakage has not been determined, but the nozzle unit was confirmed contributing to the event. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).